Event description:
International affiliate reported that the drain broke while the surgeon was attempting to remove the device. It is assumed that the pt was returned to surgery for excision of the retained fragment.

Manufacturer narrative:
The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further info derived from the evaluation will be submitted in a supplemental 3500a form. The package insert states "the silicone olastomer suction tubing is soft and pliable. It should not be handled or come in contact with pointed, toothed, sharp-cornered or event blunt instruments, as puncturers, surface cuts nicks, crushing or other overstressing can lead to tearing or warping of the tubing and to subsequent structural failure of the device and/or fragment retention in the wound."